Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the blue vinyl back on a tracer IV is ripped on the top left side.